Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with approximately 240 units of insulin. The customer's blood glucose level was 94 mg/dl. It was confirmed that the customer will continue using the pump for continued insulin therapy. Additionally, if needed, the customer has manual injections available as alternate insulin therapy.